Event description:
It was reported that the device shut down during use on a patient. The device was replaced. No health consequences for the patient were reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.